Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during the anastomose colorectal procedure, the head of the staple tilted normally. But the surgeon had difficulties to extract the staple. However, he managed to extract the staple. No necessity to take a new staple.y, infection, etc.?) One week of extension of the hospital stay. Additional information received 9/7/2015 in your response to the questions for (B)(4) in question 7 it is stated that a stoma was created. Was this a permanent or temporary colostomy? It was a temporary colostomy.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was difficulty to remove from cavity during the colorectal procedure. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was not received. A microscope examination of the device displayed nicks on the knife blade. The anvil of the instrument was not received. Since the clinical anvil was not received, a pmv representative anvil was used for all functional testing. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. Functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. The reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display increased trends. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Therefore, no enhancements or improvements were generated for the reported condition. The file will be closed as a misuse of the product. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.